Event description:
Report received of a rate change on the pump when unplugged from the wall outlet. It was reported that the pump was returned from clinical service with a note that the pump rate changed to 500ml when it was unplugged from the wall outlet. The customer contact was not able to recall any details of the event including what was infusing or at what rate. There was no adverse event to the pt. The customer could not recall any pt specific info of what the exact event was that occurred. Though requested, there was no further info available.